Event description:
Customer reported the insulin pump had a motor error during prime. Customer stated she had tossed the device on the counter and it alarmed. Customer's blood glucose was 125 mg/dl. Customer stated the device could have been dropped on a counter but not the floor. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with normal operating currents. No unexpected off no power alarm noted. The device passed displacement, rewind, and basic occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube.